Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material inside jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as it is unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point and no physical damage was confirmed at the location of the foreign material. The event can be detected/prevented by following the instructions for use which state the detection method in c evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.